Event description:
It was reported that patient's system was unable to enter MRI mode and the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.